Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the drive support cap was noted to be flushed. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.